Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided, the reported difficulty removing from anatomy is the result of the user technique. The reported tissue damage is the result of the difficulty removing from anatomy. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to capture the clip being caught in chordae and causing tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A jet remained on the lateral side of the implanted clip; therefore, a second clip (00205u172) was advanced and attempted to be placed lateral of the first clip. However, the clip was positioned more lateral then it should be. Therefore, the clip was inverted to repositioned. At this moment, the clip became caught in the chordae. Troubleshooting was performed and the clip was able to be removed from the chordae; however, a ruptured chord occurred. The clip was then successfully implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.